Manufacturer narrative:
E1: initial reporter state - (B)(6). The returned device consisted of a truseal device with related watchman delivery system (wds) snapped into the sheath. The devices were separated during lab analysis. The devices were bloody and analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed tip damage (delamination), and sheath damage (buckled/kinked) located 5cm from the tip. Inspection of the rest of the device found no other damage or defect.the truseal sheath had significant sheath buckling/kinking which impeded functional testing of the returned wds, preventing functional testing from completing.the reported difficulty recapturing the implant and the sheath kink were confirmed.

Event description:
It was reported that the closure device was difficult to recapture and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. A partial recapture was attempted after deployment due to incorrect position of the device. The device operator was unable to recapture the closure device and a kink was noted with the access system by fluoroscopy after several unsuccessful attempts. Therefore, recapture was stopped. It was confirmed that there were no issues with patient safety if they left the device in the potion it was in. So, the device was released and the procedure was completed based on the doctor's judgment.

Event description:
It was reported that the closure device was difficult to recapture and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. A partial recapture was attempted after deployment due to incorrect position of the device. The device operator was unable to recapture the closure device and a kink was noted with the access system by fluoroscopy after several unsuccessful attempts. Therefore, recapture was stopped. It was confirmed that there were no issues with patient safety if they left the device in the potion it was in. So, the device was released and the procedure was completed based on the doctor's judgment.